Manufacturer narrative:
The subject device was evaluated and the reported failure was not confirmed. The camera head was working as intended. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was losing signal intermittently. The issue was identified during routine inspection. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the legal manufacturer's final investigation. Updated fields: h11. An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue.

Event description:
It was reported the camera head was losing signal intermittently. The issue was identified during routine inspection. There was no patient involvement.